Event description:
It was reported that during a posterior fossa craniotomy the clamp pressure decreased from 60 to 40 spontaneously. The device slipped on pt's head and resulted in a 2 inch scalp laceration.

Manufacturer narrative:
An investigation has been initiated based upon the reported incident.